Event description:
Bard 8.0 mm x 40 mm balloon broke off inside pt upon attempted removal. Add'l incision was necessary in order to remove retained balloon fragment. Balloon fragment removed. Incision closed. Balloon, balloon fragment, and packaging saved to return to bard. See scanned page.